Event description:
It was reported that the pt experienced an "extreme elevation" of pain. An x-ray was performed but no abnormalities were detected. The pt continued to get increases of intrathecal medication without any relief. The pt had a pump myelogram which revealed that a catheter "dissected away" between the pt's spine and the v wing anchor. After the dye study the pt's dosage was decreased. During surgery, it was found that the catheter was completely dissected immediately at the v wing anchor. The anchor still was sutured in place. The spinal segment remains in the intrathecal space. A new spinal segment catheter was placed and spliced to the existing catheter with a pin. Dosing was left unchanged and the new segment of the catheter was primed. The health care professional was notified to increase the pt's dosing accordingly. The medication being delivered via the device system was dilaudid. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).